Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer received a minimum fill notification while the cartridge was filled with 200 units of insulin. A cartridge change was performed to resolve the issue. Customer's blood glucose ranged between 170-240mg/dl.